Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise see on the atrial and ventricular iegms. Patient reported that they were just resting at that time and did have some shortness of breath. In-office visit could not replicate noise. Lead remains implanted and will be monitored further. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025, lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise see on the atrial and ventricular iegms. Patient reported that they were just resting at that time and did have some shortness of breath. In-office visit could not replicate noise. Lead remains implanted and will be monitored further. Should additional information be received, this file will be updated.